Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd microbore extension set, IV connector leaked. The following information was provided by the initial reporter: reports of leaking between dome mating devices with the following sets.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues with luer could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9226 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. I can reassure you that both materials mentioned are iso complaint. We are unable to provide the full drawing to you, after further discussion, I can however provide snapshots from the drawings. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.